Event description:
Refer to medwatch 1219856-2008-00335 for first event involving the same pt. As soon as the catheter was inserted into the pt and the pump was started, blood was noticed inside the gas lumen. As a balloon leak was suspected the catheter and sheath were exchanged to an iab-05840-u, lot number mf7118221. Refer to medwatch 1219856-2008-00337 for third event involving the same pt.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.